Manufacturer narrative:
E1 - phone: (B)(6). H3 - device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, prior to patient contact, when wetting the roadrunner, the firm hydrophilic wire guide to remove it from its sleeve and mount it on the rigid ureteroscope, the tip was completely frayed. The procedure was completed using a new same type device. A photo of what appears to show unraveled wire guide was provided. No adverse effects occurred since the event was evident prior to patient contact.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 component code- annex g. Investigation ¿ evaluation. It was reported, prior to patient contact, when wetting the roadrunner the firm hydrophilic wire guide to remove it from its sleeve and mount it on the rigid ureteroscope, the tip was completely frayed. The procedure was completed using a new same type device. A photo of what appears to show unraveled wire guide was provided. No adverse effects occurred since the event was evident prior to patient contact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), quality control (qc) procedures, as well as a visual inspection of the returned device were conducted during the investigation. One roadrunner firm hydrophilic wire guide was returned for investigation with its label. The jacket of the wire guide is pulled apart at the tip exposing the wire underneath that has been unraveled and broken. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for the failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precautions manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. Instructions for activating hydrophilic coating: the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. ¿ for roadrunner@ pc wire guide double flexible, the pink end of wire guide is not hydrophilically coated or intended for insertion into body. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.